Event description:
Reporter alleged blood glucose measured in the 60s mg/dl back to back with a result in the 400s mg/dl when testing was performed within 10 mins. No actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.